Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. Device received with high sleep current measurement due to moisture damage on electronic assembly. Device received with corroded force sensor and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. The customer¿s blood glucose during the incident was 66 mg/dl. The device failed the audio test during the call. The device will be returned for analysis.